Event description:
After placing the PICC, the pt started coughing and said that she could not breath. The pt's face started swelling and turning red. A subq epidural of solumedrol was given without substantial help to the allergic reaction. The power PICC was removed and the pt came out of the reaction at that point. Pt does have a history of latex allergies.